Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout the procedure for regular deployment. Regarding access/ accessories the instruction for use state: ¿ 8f introducer for stent diameters of 10 mm and 12 mm ¿ 9f introducer for a stent diameter of 14 mm ¿ 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm ¿ 0.035 inch (0.89 mm) diameter guidewire. Regarding pta the instruction for use state: predilatation of chronic lesions with a balloon dilatation catheter is recommended, and post stent expansion with a balloon dilatation catheter is recommended. A stent size selection table is part of the instruction for use describing the relationship between vessel diameter and stent diameter. Stent occlusion/ thrombosis was found mentioned under potential adverse events that may occur. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure in the external iliac vein using the venovo venous stent. 8 months and 1 day post procedure, it was reported that in-stent restenosis was suspected, and aspiration was performed using indigo. Plain old balloon angioplasty was performed using atlas and flow improvement was achieved. However, the current status of the patient was unknown.